Event description:
Consumer complaint of high blood results. Customer states that she feels ill. It was suggested that the customer seek medical attention due to symptoms of feeling light headed and experiencing dizziness. Customer's expected blood results are 160-200mg/dl fasting. Verified the strips expire 01/14/2018. Reviewed meter memory: 1: 360mg/dl (B)(6) 2015 10:48 pm fasting:yes. 2: 420mg/dl (B)(6) 2015 10:30pm fasting: yes. 3: 451mg/dl (B)(6) 2015 10:35pm fasting: yes. 4: 420mg/dl (B)(6) 2015 09:05pm fasting: yes. 5: 295mg/dl (B)(6) 2015 04:49pm fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned.